Event description:
Per the audiologist, the patient reportedly fell in 2009 and hit their head on the implant side. Reportedly the patient experienced pain, decreased sound and vestibular difficulties. The results of a CT scan done two days later, indicate a break in the electrode array, however visual inspection by the surgeon showed no visible damage. The patient was explanted a week later, and the patient was reimplanted with a new device during the same surgery.